Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged. Conductor kink was found at distance 46 cm preventing stylet insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted in the right ventricle (rv) but not used. The lead had placement difficulty and dislodged several times due to tortuous anatomy. After several placements, the physician pulled the lead out of the patient for inspection and noted tissue in the helix. The physician attempted to free the helix of any tissue but was unable to completely remove everything. The physician attempted another placement but had difficulty advancing the stylet. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.